Event description:
The user facility reported that the scope cultured positive for an unspecified organism and that the elevator lever on the scope was broken. There was no patient infection or patient involvement reported.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of a ¿ broken elevator and positive device culture¿ was partially confirmed. The scope¿s elevator lever was inspected and found not to be working (catheter and guide wire tension) were effected due to the damaged elevator. Deep scratches were noted on the scope¿s plastic cover. The objective lens was found cracked and the cement on the light guide lens was noted to be peeling. Excessive buckling was noted on the insertion tube. Due to the scope being disassembled it will not be sent to the independent laboratory microbial testing. As part of investigation, the service center followed up with the customer regarding the reported event and no additional information was available at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer. The culture results found were: biopsy & elevator combined 33 total colonies (coagulase-negative staphylococcus, micrococcus & gram positive rods).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus endoscopy support specialist (ess) was dispatched to the user facility for a reprocessing in-service; however, the customer declined the visit. Based on the results of the investigation, a root cause could not be determined. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.